Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the concerns of the product and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation; based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. White particles observed on the device.

Event description:
Health care professional reported left side implant removal from textured to smooth due to the concerns of the product and capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade IV. The device has been explanted.